Event description:
It was reported that, in the dutch arthroplasty registry (lroi) 2024 annual report from the netherlands, a total of five thousand forty-six (5,046) hips underwent primary tha procedures between 2007 and (B)(6) 2023, using a reflection xlpe all-poly cup. This acetabular cup was combined with a spectron ef stem in all instances. From these, one hundred thirty (130) hips were later revised due to reasons not specified by the annual report. No further information is available. Timeframe of registry data: implantations conducted between 2007 and (B)(6) 2023 in the netherlands.

Manufacturer narrative:
Reporting quarter: 2 (april 1 - june 30, 2025) url: https://www.lroi.nl/jaarrapportage/. Summary of adverse events: it was reported that, in the dutch arthroplasty registry (lroi) 2024 annual report from the netherlands, a total of five thousand forty-six (5,046) hips underwent primary tha procedures between 2007 and (B)(6) 2023, using a reflection xlpe all-poly cup. This acetabular cup was combined with a spectron ef stem in all instances. From these, one hundred thirty (130) hips were later revised due to reasons not specified by the annual report. No further information is available. Timeframe of registry data: implantations conducted between 2007 and (B)(6) 2023 in the netherlands. Analysis conducted: based on the most recent safety and performance evaluation, the reflection xlpe all-poly cup presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. According to this registry report, a total of five thousand forty-six (5,046) tha primary procedures with reflection xlpe all-poly cups have been performed in the netherlands between 2007 and (B)(6) 2023. At all follow up years available (1-14 years), the kaplan-meier revision rate of the reflection all-poly xlpe cup is lower than or in line with all cemented tha class as demonstrated by lower mean and/or overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ¿ at 1st postoperative year: 0.68% (0.45%-0.91%) vs 1.35% (1.28%-1.42%) of the class. ¿ at 3rd postoperative year: 1.47% (1.13%-1.81%) vs 2.09% (2.00%-2.19%) of the class. ¿ at 5th postoperative year: 1.92% (1.52%-2.31%) vs 2.62% (2.51%-2.73%) of the class. ¿ at 7th postoperative year: 2.59% (2.11%-3.06%) vs 3.07% (2.95%-3.2%) of the class. ¿ at 10th postoperative year: 2.98% (2.45%-3.51%) vs 3.76% (3.61%-3.90%) of the class. ¿ at 14th postoperative year: 3.29% (2.70%-3.88%) vs 4.92% (4.68%-5.16%) of the class. Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. Additional action(s) taken: no additional actions are deemed necessary at this time. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.

Manufacturer narrative:
This report is submitted in response to the FDA¿s observations regarding smith+nephew¿s (s+n) summary MDR reporting practices under (B)(4), communicated on (B)(6) 2025. As a result, the data previously reported through MDR 1020279-2025-01073 is no longer valid as it will be migrated and submitted under MDR 1020279-2025-01028 by the end of the third reporting quarter, as agreed with the FDA.